Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a deflation issue occurred. The 90% stenosed target lesion was located in the non calcified, moderately tortuous proximal left anterior descending artery (lad) and the proximal left circumflex artery (lcx). Predilation was performed via the kissing technique with a 2 15-3.0mm maverick balloon catheter placed in the lad and a 12mm x 2.50mm nc quantum apex mr balloon catheter placed in the lcx and inflated for approximately 20 seconds. The maverick balloon catheter deflated with no issue, however, during deflation of the nc quantum apex mr balloon catheter the balloon was unable to deflate. Several attempts to deflate the balloon using negative pressure was performed but the balloon would not deflate. The hub of the nc quantum apex mr balloon catheter was cut and 5fr guide catheter was advanced to the balloon. Using the 5fr guide catheter and a previously placed guide wire, the nc quantum apex balloon was ruptured. The nc quantum apex balloon catheter was removed without resistance and intact. The predilation was completed with a different device. A promus element des stent was successfully implanted at the target lesion. No further patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a deflation issue occurred. The 90% stenosed target lesion was located in the non calcified, moderately tortuous proximal left anterior descending artery (lad) and the proximal left circumflex artery (lcx). Predilation was performed via the kissing technique with a 2 15-3.0mm maverick balloon catheter placed in the lad and a 12mm x 2.50mm nc quantum apex mr balloon catheter placed in the lcx and inflated for approximately 20 seconds. The maverick balloon catheter deflated with no issue, however during deflation of the nc quantum apex mr balloon catheter the balloon was unable to deflate. Several attempts to deflate the balloon using negative pressure was performed but the balloon would not deflate. The hub of the nc quantum apex mr balloon catheter was cut and 5fr guide catheter was advanced to the balloon. Using the 5fr guide catheter and a previously placed guide wire, the nc quantum apex balloon was ruptured. The nc quantum apex balloon catheter was removed without resistance and intact. The predilation was completed with a different device. A promus element des stent was successfully implanted at the target lesion. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was solidified contrast in the balloon and inflation lumen. The balloon was deflated, as-received. The inner and outer shaft were buckled adjacent to the proximal balloon bond. The inner shaft was buckled on both ends of the proximal markerband. The hypotube was separated 1cm from the edge of the strain relief. There was no evidence of any proximal balloon bond issues or distal neckdown. The minimum outer diameter of the proximal balloon bond was within specification. The catheter was soaked in a warm water bath in an attempt to break up solidified contrast; however, functional testing could not be performed due to the cut hypotube. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).